Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported a ventilator that when the oxygen is disconnected from the wall, the tanks drain quickly. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
G4:18feb2021; b4:19feb2021; h11:g5:k102985. H10: the biomed evaluated the device and confirmed the product event. The bio-med found that replacing the o2 manifold corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.